Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. Visual inspection was performed following bwi procedures. Visual analysis of the returned product revealed that it was observed entirely cut from the shaft in four pieces, this finding could be related to a cutting practice that is common in hospitals for security; however, this cannot be conclusively determined. Visual analysis revealed that the hemostatic valve was not found inside the hub or in the four pieces of the device. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, which is outside of what is recommended in the odp (optimal device performance guide). This finding was reviewed and assessed as an MDR reportable malfunction. A device history record evaluation was performed for the finished device, and no internal actions related to the complaint were found during the review. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. An issue was found during the product investigation. It should be noted that product failure is multifactorial. The date of event was not provided. As such, date of event has been populated with (B)(6) 2022. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
Biosense webster inc.¿s (bwi) product analysis lab (pal) received a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which was identified to have a hemostatic valve separation. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was returned labeled with a complaint number for which product details, such as the product catalog number and the lot number do not match. Multiple attempts have been made to obtain clarification for the wrong product received, however, no further information has been made available. As such, this new complaint was created to investigate and report identified malfunction found although no specific event details are available. Visual inspection of the device identified that the hemostatic valve was not found inside the hub or in the four pieces of the device. This finding is considered to be an MDR reportable malfunction.